Manufacturer narrative:
Follow-up #1 is to provide FDA with new and changed information: the user facility was contacted three times in an effort to collect additional information, but a response has not been provided. The device labeling was reviewed for patient and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: caution! Do not combine products incorrectly! Injuries of the patient, user or others as well as damage to the product are possible. Caution! Excessive rf voltage! Danger of injury from damaged insulation on rf instruments! Exceeding the maximum recurring peak voltage of the rf instrument in conjunction with rf surgical devices and/or selecting the wrong mode can destroy the insulation and cause leakage currents. The patient, user or others can suffer thermal tissue damage. Use rf instruments in conjunction with rf surgical devices only at a max. Recurring peak voltage of 400 vp . Warning! Rf sparking! Danger of injury due to incorrect rf application and insufficient distance between parts conducting high frequency current and other conductive parts. Parts conducting high frequency current in rf instruments must have a safety distance of at least 10 mm from the distal end of the endoscope (x) before activation. Caution! Wrong selection of rf output power! Injuries to the patient as well as damage to the product are possible. The power should be set on the basis of the surgeon's experience and training in view of the corresponding indication. Observe the increased voltage in the case of bipolar cutting modes. Rwmic considers this complaint and MDR closed. Should additional information become available a follow up report will be submitted.

Event description:
Follow up report to provide new and changed information.

Manufacturer narrative:
The device was not available to be returned by the user facility. Other missing information is being requested from the user facility. Rwmic will submit a follow up with any missing information that is received via a follow up report as appropriate.

Event description:
Richard wolf medical instruments corporation, hereinafter referred to as rwmic, was made aware of an incident that occurred at the medical center, during patient procedure who was under local anesthesia. The insulation on the tip of the bi-polar probe was burning back even when at a lower setting on generator. A back up device was readily available for use and there was no delay in procedure that caused risk to the patient. There were 2 reports of this incident occurring, on the same date with the same patient. There was no patient/user/staff injury or medical intervention associated with this event.